Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalized and diagnosed with pneumonia. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalized and diagnosed with pneumonia. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found indeterminate contaminant on exterior face of rear panel, indeterminate black particle inside top enclosure, discoloration of plastic inside front panel, beige powder-like contaminant around edges of air inlet of blower box and in bottom of blower box. The manufacturer also found white dust-like contaminant on top of blower box, indeterminant flakes inside bottom enclosure, white dust-like contaminant on top and bottom and inside of blower, liquid ingress on bottom of blower, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms the presence of white dust-like contaminants and signs of water ingression within the airpath, which is likely of external origin and not consistent with originating from a device failurie.